Event description:
Reported event: the department complained of leaks from the urinary meatus of the patient. The origin of the leak is unknown. The nurses have attempted inflation and deflation without change in leaks. There was no reported injury. The total event reported is ten (10).

Manufacturer narrative:
(B)(4). There was no sample received for this complaint and lot number was unknown. Therefore, sample returned for (B)(4) was reviewed. The catheter shaft was inspected with 30x magnification lens, and no kinks or deformation observed. The balloon then inflated to with 10ml distilled water and does not show any abnormal that can cause poor catheterization positioning. However, there was significant encrustation or sediment along from the drainage eye until the catheter drainage funnel. This can cause blockage of the catheter due to reduction in drainage diameter. Hence this has caused the urine to bypass the catheter and leak through urinary meatus. In conclusion, based on the investigation on actual sample returned for (B)(4), the urine leaking outside the catheter was due to encrustation or sediment build up that restricting the free flow of the urine along the catheter drainage lumen. This complaint cannot be confirmed.

Event description:
Reported event: the department complained of leaks from the urinary meatus of the patient. The origin of the leak is unknown. The nurses have attempted inflation and deflation without change in leaks. There was no reported injury. The total event reported is ten.

Manufacturer narrative:
(B)(4) the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.